Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. An event of infection was reported to abbott. The entire system was explanted; however, no explanted products were returned for analysis. The patient was hospitalized and given two rounds of IV antibiotics. The infection has since resolved. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated. Information requested, but not yet received.

Event description:
It was reported that the patient presented with an infection. The patient was hospitalized and given two rounds of IV antibiotics. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the scs system was explanted to address the issue. In a recent update, it was reported that the infection has resolved.